Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse did not appear in the pyxis es server, although the user had been added to the system earlier that morning, the account was not visible. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was created with a delay. A technical support specialist (tss) dialed into the server and checked the database. The tss verified that the active directory (ad) sync service was running properly every hour. No issues were identified on the bd side, and the issue resolved itself, although there was a slight delay in user creation. The delay was not caused by the ad sync service. The tss mentioned that the issue might be on the customer side. The system functioned as intended after the technical support specialist assessed the device.